Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the evaluation by the olympus repair department and results of the investigation, the probable cause includes: the design of the circuit board was changed and did not conform to the specifications. The device was manufactured prior to a change in the operational amplifier circuit design of the board, creating the failure.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the reported issue was confirmed, the unit failed inspection due to no image due to a circuit board failure. The patient set boards and power switch were replaced. The device was repaired and returned to the user facility. There was no patient involvement or any related injuries. No errors or alarms were received. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported that the video system center was not producing an image when connected to the scope. No patient injury was reported. No additional information has been obtained.